Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, after the seal was made, the device could not be re-opened while applied to tissue. To remove the device, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no injury to the pt.